Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 448 mg/dl last night. The customer had not yet treated. The customer did not know how to use her insulin pump; she asked how to bolus with her device. The customer was walked through the bolus process and she successfully delivered a bolus. No products were returned or replaced.